Event description:
Pt underwent generator replacement surgery due to end of service, but that the pt's lead was also replaced. Further follow-up revealed that the pt's lead was replaced because a lead break was noted during generator replacement surgery.